Event description:
The customer stated that he had been in the hospital for issues relating to his diabetes. While in the hospital, his glucose was tested using his contour meter and a hospital meter. The contour meter read "hi", while the other meter read between 170-180 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. While troubleshooting the meter, it was discovered that a segment was missing on the meter display. The customer did not allege any adverse events as a result of the "hi" readings or missing segments. The customer's meter and test strips are to be returned for evaluation. Replacement products were sent to the customer.

Manufacturer narrative:
Product information for contour test strips (50). Product code 7080d. Lot number 7fc3c04. Manufacture date 06/2007.